Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod was not delivering insulin, causing the patient's glucose levels to rise above 400 mg/dl. The patient experienced vomiting, frequent urination, and dehydration, leading to a diagnosis of diabetic ketoacidosis (dka). They were admitted to the hospital for one day, receiving intravenous (IV) fluids and insulin to lower glucose levels. The pod was removed and replaced. The patient confirmed the cannula was inserted correctly, there was no insulin leakage, and the pink slide moved forward. The patient had a rash at the pod site. The patient did not receive any alarms on the omnipod 5 app. Assistance was provided, and a follow-up call was requested.